Event description:
It was reported via repair work order that the head left and right siderails were stuck in the lowest position due to corroded timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.